Manufacturer narrative:
Incorrect year for date of occurrence and aware date used. Revised b(3) and g(4) from year of 2022 to 2023.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the access site bleeding issue was most likely use related as staff was educated on maintaining angle of entry and hemostasis achieved with forward tension sutures after changing angle per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 22-year-old male patient was oozing form the impella site during support. Doctor replaced the sutures.